Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal at a concentration of 200 mcg/ml with a dose of 780 mcg/day. It was reported the patient¿s pump had never adequately controlled her spasticity; however, there had not been a significant change in its function over the years. She was on a relatively high dose at 780 mcg/day, which reflected dosing schedule to try to get her spasm under control better. She was at end of service (eos), with the eos battery alarm, and needed a pump replacement. The patient¿s catheter was also found to be curledup under her pump; and although the battery might have been at eos, it had been some time since her pump had worked, if ever. The pump was completely replaced including the lumbar catheter. Prior to the procedure that was performed on (B)(6) 2011, the patient was given ancef 30 mg/kg intravenously. The patient had significant separation of both her abdominal wound and her lumbar wound. There was a very thick calcific membrane around the pump. The pump was dissected free and removed from the previous pocket. The catheter was disconnected from the pump and there was noted to be no quick spontaneous flow. The catheter was dissected and wrapped in an antibiotic soaked sponge. More soft tissue was dissected to try and place a 40 ml pump since the patient had a 20 ml pump and had to have multiple refills. The catheter was removed from the connector and attempts were made to aspirate for cerebrospinal fluid (csf), and there was no return of csf. The wound was again packed with antibiotic soaked sponge. The lumbar wound was opened. The butterfly stay-down connector was found, and it was found to be empty. The intrathecal catheter was withdrawn from the abdominal wound, and there was noted to be less than 4 inches of catheter in the subcutaneous space; the catheter had not fractured. It was clear the entire catheter had been returned intact, and it was nowhere near the intrathecal space. The whole butterfly connector was removed. A tuohy needle was used to get return of csf. The catheter was placed back in the intrathecal space under fluoroscopic guidance; it was noted there was csf flow from the catheter. The butterfly type tie-down attachment was then re-secured. The catheter was tunneled between the two wounds, and a new connector was placed on the end of the catheter with csf flow noted. The suture connector was attached to the pump which was a new 40 ml pump; csf was successfully aspirated from the catheter access port (cap). The wounds were irrigated with copious amounts of antibiotic irrigation. Due to the fact the patient did not have a functional pump; it was felt not safe to reprogram her to her previous dose, so the starting dose was 100 mcg/day. The patient was extubated and transported to the recovery room. Patient medical history includes traumatic brain injury secondary to shaken baby syndrome, cerebral palsy with associated total body spasticity, hydrocephalus, seizures, chronic lung disease/asthma, recurrent pneumonia/aspiration pneumonia, history of respiratory failure, seasonal allergies, dysphagia with g-tube dependent feeds, possible hip dysplasia, tolerates omnicef well (less diarrhea than augmentin), gets pureed foods through g-tub along with pediasure. Surgical history includes ventriculoperitoneal shunt, gastrostomy tube, and tracheostomy status-post decannulation. The patient had difficulty remembering brain damage, and had loss of vision. The patient had gait and used a wheelchair; and the patient¿s level of consciousness was neurologically devastated. Medications that patient had taken include afos dx, cp r<(>&<)> l, astepro spray, klonopin, epipen, zyrtec, mucomyst, albuterol solution, multivitamin, fluticasone nasal spray, duoneb solution, oxygen, pulmcort, dantrolene, robinul, dulera aerosol, speech therapy evaluation and treatment, and omnicef powder. Allergies include gentamicin and vancomycin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.